Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 227, 382, 300 and 489mg/dl. The expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. Test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:227mg/dl date: (B)(6) 2017 time:12:04a n/fasting; result 2:382mg/dl date: (B)(6) 2017 time:12:00a n/ fasting; result 3:300mg/dl date: (B)(6) 2017 time:7:05a n/fasting; result 4:489mg/dl date: (B)(6) 2017 time:6:18p n/fasting; result 5:166mg/dl date: (B)(6) 2017 time:6:41p n/fasting; strips were exposed to extreme heat for 3 hours on (B)(6) 2018.